Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient complained of discomfort from a tracheostomy tube. The hospital staff confirmed and found a granulation and stopped using the product. No additional patient details were provided.

Manufacturer narrative:
One used sample was returned for evaluation. The returned device was given functional testing: a syringe was attached and the cuff was filled with air as per device instructions. The cuff was found to fully inflate with no leakage detected. The device was left with the cuff inflated for 24 hours; no leakage was observed during that time. The reported issue could not be confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly and cuff inflation testing. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The root cause could not be established; the returned device was found to meet with specifications.